Event description:
It was reported that ¿the prass monopolar stimulator probe, which was in stock at the hospital, did not work at all when it was used for tympanoplasty. When another equivalent device was unpack and used instead, it worked with no issues¿ there was no response at stimulation.¿ using the replacement, the procedure was completed with no delay or adverse effect.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This device is used for therapeutic purposes. The device was returned, but the date of return is not known at this time. (B)(4). The product was returned to medtronic (B)(4). (B)(6)¿s service & repair checked the returned device, but the reported issue could not be replicated. The product was returned to the hospital (by the doctor's request).